Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, the department began using the semi-permanent hemodialysis catheter¿central venous catheter kit for hemodialysis. After catheter replacement, the patient's arteriovenous suction flow was poor and easily stuck to the blood vessel wall, resulting in insufficient hemodialysis flow. The user noticed the insufficient flow at the first use after catheterization. The current reverse flow was worse and the forward flow was not good. The catheter flow difference and the catheter adjustment situation were reflected in the course of disease and dialysis records. The catheter dr chest radiograph catheter depth was approximately at the level of the th10 orifice. The dialysis machine repeatedly alarmed, making it difficult to perform hemodialysis. The incidence of catheter flow difference was as high as 71.43%. This was not the infusion line. Nothing unusual was observed on the device prior to use and no other damage was found on the product. There was no problem with the luer adapter, there was no leak, and the catheter was n ot repaired but was used reluctantly. Tego was not used, and the insertion site was not treated prior to product placement. Flushing was performed prior to use, and the line was not difficult to flush with the syringe and the result was normal. There was no blood return prior to syringe flushing. No other products were utilized with the device and no excessive force was used. No cleaning agent was used on the device. Heparin was used for anticoagulation. The catheter was adjusted as a remedial action. There was no blood loss, and no blood transfusion was performed. Forward connection with low flow dialysis was the final outcome. There was no reported patient injury.

Manufacturer narrative:
Additional information:g3 correction: g2 (other - hospital equipment department) .medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, the department began using the semi-permanent hemodialysis catheter¿central venous catheter kit for hemodialysis. After catheter replacement, the patient's arteriovenous suction flow was poor and easily stuck to the blood vessel wall, resulting in insufficient hemodialysis flow. The user noticed the insufficient flow at the first use after catheterization. The current reverse flow was worse, and the forward flow was not good. The catheter flow difference and the catheter adjustment situation were reflected in the course of disease and dialysis records. The catheter dr chest radiograph showed that the catheter depth was approximately at the level of the th10 orifice. The dialysis machine repeatedly alarmed, making it difficult to perform hemodialysis. The incidence of catheter flow difference was as high as 71.43%. This was not the infusion line. Nothing unusual was observed on the device prior to use, and no other damage was found on the product. There was no problem with the luer adapter, no leaks, and the catheter was not repaired but was used reluctantly. Tego was not used, and the insertion site was not treated prior to product placement. Flushing was performed prior to use, and the line was not difficult to flush with the syringe, and the result was normal. There was no blood return prior to syringe flushing. No other products were utilized with the device, and no excessive force was used. No cleaning agent was used on the device. Heparin was used for anticoagulation. The catheter was adjusted as a remedial action, and the procedure was completed. Due to the forward connection with low flow dialysis, there was decreased dialysis adequacy. There was no required medical intervention due to the event. There was no blood loss, and no blood transfusion was performed. There was no reported patient injury.

Manufacturer narrative:
Additional information: b5, g3 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.